Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2017, the subject device was replaced because it had reached recommended replacement time. The physician requested an explanation about the short longevity (4 years).

Manufacturer narrative:
Preliminary analysis revealed no irregularities with the subject device.

Event description:
On (B)(6) 2017, the subject device was replaced because it had reached recommended replacement time. The physician requested an explanation about the short longevity (4 years).

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
On (B)(6) 2017, the subject device was replaced because it had reached recommended replacement time. The physician requested an explanation about the short longevity (4 years).